Event description:
Upon evaluation by manufacturer, it was found that within the advantage meter, one battery contact was melted and there was a scorch mark on the battery compartment floor. No adverse event reported.